Event description:
It was reported via repair work order that the side rail was broken, which could prevent part of it from latching. Manufacturer's investigation is ongoing. If additional information is received, a follow-up report may be submitted. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the side rail was broken, which could prevent part of it from latching. Manufacturer's investigation is ongoing. If additional information is received, a follow-up report may be submitted. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Previously, it was reported that the side rail may not have been able to remain latched in the up position. Upon completion of the manufacturer's investigation it was determined that the side rail was damaged; however, there was no allegation that the side rail could not remain latched. This damage would have only been cosmetic and the side rail would still have been able to be latched and unlatched if needed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.